Event description:
It was reported the caller had a shocking or jolting sensation which began the week prior to report, (B)(6) 2013, driving in her car to bingo. It was stated the patient experienced the jolting sensation in her legs and it felt like it "kicked on and off" but the implantable neurostimulator (ins) had been off since 2008. It was noted the ins was off because her pain was not as bad and when she tried to walk it "threw her off." Reportedly, the ins was "in there cockeyed" but her healthcare provider did not have records anymore because she hadn't been in so long. It was reported there was a potential need for explanting all components, but it might be difficult to remove because of scar tissue. It was reported the caller was unaware of the reason for ins explant. It was discussed there was no accessory specifically designed for capping leads or extensions that are left in the body.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID 7433, serial# (B)(4), implanted: (B)(6) 1994, product type: programmer. Patient product ID 3587a, implanted: (B)(6) 1994, product type: lead. (B)(4).